Manufacturer narrative:
Logfile review can confirm for this treatment an axis of 70 was entered. User entered wrong value for axis. Customer entered 70 instead of 170. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient was treated with the incorrect axis. Treatment should have been at 170 but was put in at 070. The doctor informed the patient of the mistake and a manifest refraction was performed. Patient noted blurry vision in the left eye. A second surgery will be performed once the patient stabilizes.